Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the color bars are displayed due to a faulty printed circuit board. However, the specific cause of the faulty printed circuit board could not be established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the power switch and possible the video socket on his olympus evis exera iii video system center were defective. According to the initial reporter, the unit was no longer recognizing 180 series scopes, only 190 series were functioning properly. The customer also noted that the power switch was ¿defective¿. Reportedly, the procedure being performed was successfully completed using the subject device. There was no patient harm reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The video connector socket was worn-out and compromising the connection point. The unit also had a faulty printed circuit board and that was causing the failure with the 180 series scopes. This damaged printed circuit board was also compromising the unit¿s ability to display images in real-time. Furthermore, the power switch was confirmed cracked, and will require replacing. The battery was expired, the software was outdated, the front panel was chipped, discolored, and corroded. If additional information becomes available following the device evaluation, a supplemental report will be filed.